Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided tri port connector model or lot. Not provided.

Event description:
It was reported that the tri-port connector broke and leaked unspecified fluids. Although requested there was no additional event details provided or patient impact.